Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the setscrew of the pacemaker could not be tightened. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the atrial setscrew cannot be tightened was confirmed. Final analysis found that the cause of the setscrew was unable to tightened was due to the user not correctly inserting the wrench tip into the setscrew which led to stripping of the inset. No other anomalies were found.